Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information provided by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was related to a possible bowel tear. On an unreported date, the patient was treated with vancomycin for peritonitis. On an unknown date in (B)(6) 2012, the patient was diagnosed with vancomycin-resistant enterococcus (vre). On an unreported date, the treatment was then changed to gentamicin and daptomycin. On an unreported date, the patient experienced sepsis, which was related to the peritonitis. On an unreported date, the patient experienced renal failure, which was related to the patient stopping pd therapy. Peritonitis with culture positive for gram positive cocci and gram negative rods and vancomycin-resistant enterococcus - not reported. Autopsy- it was not reported whether it was performed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated to CAPA.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. Therefore the complaint is not confirmed and the assignable cause is undetermined.